Manufacturer narrative:
(B)(4). Investigation / evaluation no product was returned; however, during the course of investigation, a review of the complaint history, device history record, review of documentation, instructions for use (IFU), manufacturing instructions (mi), quality control (qc) and trends was conducted. Per quality control specification, the quality control personnel perform 100% inspection to verify the surface is free of damage, excess bumps, roughness or exposed wires. An instructions for use (IFU) is provided that warns the user that "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." Design history record for the provided lot determined no anomalies were identified. A definitive root cause cannot be determined. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
During the procedure, approximately 10cm of the cxi catheter tip snapped off inside the patient's body. The tip of the catheter was removed from within the patient's body using a snare. No harm caused to the patient. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, approximately 10cm of the cxi catheter tip snapped off inside the patient's body. The tip of the catheter was removed from within the patient's body using a snare. No harm caused to the patient. No adverse effects to the patient were reported due to this occurrence.